Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed drill bit ø1.1 l45/33 2flute the drill bit was broken, and the broken piece was also returned, and no other issues were identified. The dimensional inspection was performed, and it is within specification limit. The observed condition drill bit ø1.1 l45/33 2flute in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.1 l45/33 2flute. While no definitive root cause could be determined, it is probable that the drill bit ø1.1 l45/33 2flute broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal radius and ulna fracture with the drill bit and the locking screw in question. During the surgery, the drill bit broke when it was removed from a sleeve. Also, the locking screw was not locked to a plate and another screw was used. The surgery was completed successfully with 30minutes delay. Concomitant devices reported: unknown sleeve (part# unknown, lot# unknown, quantity 1), unknown distal radius plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0mm fixed screw self-tapping, 10mm. This is report 1 of 2 for complaint (B)(4).